Manufacturer narrative:
The erbe esu and an erbe bicap adapter (part number 20183-053, lot number wo13083) were returned and thoroughly inspected/tested. The findings were as follows. Esu default settings of cut, 200 watts, effect 3; coag, forced, 25 watts with endocut led "on" and t. On:50 ms/off: 750 ms were programmed in the unit. A thorough inspection of all internal printed circuit boards/connectors/etc. Was performed and all were found to be intact as well as secure. Then a technical safety check was performed on the generator. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The esu was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. Bicap adapter the adapter was inspected/tested. It was found to be functioning properly although it showed signs of wear-and-tear. No problems were found with the erbe equipment that would have caused or contributed to the reported incident. However, no conclusive determination could be made as to the cause of the reported event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work was performed at the account. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident as follows: "staff comments from (B)(6); while performing a sphincterotomy, the erbie pedal was depressed but instead of a pulsing cut, the cut was immediate and quick with just one pulse of the pedal. It was noted that the settings were correct. An arterial bleed was noted and epinephrine was injected immediately followed by balloon inflation for tamponade for 2-3 minutes x 2 episodes. The patient was supported with fluids and monitored. Bleeding was stopped and stent was placed. My additional response in (B)(6); reviewed the event with rn and endo tech. Both staff stated that the cut was immediate and quick with just one pulse of the pedal. It was noted that the settings on the erbe were correct. The generator was an erbe model, and boston hydrotome supply was used. Package for hydrotome, and erbe generator was pulled out of pulled out of service and sent to clinical engineering for investigative analysis. Additional extended care required."